Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, lead noise was noted the right ventricular lead causing pacing inhibition. The physician elected to monitor remotely unless more episodes were seen. The patient's condition was unknown.